Manufacturer narrative:
The grafts were not received for evaluation after being implanted. Device history record review could not be performed as hospital did not provide any details after intial communications. Doctor believed no further investigation was necessary as he says that he does not believe it has anything to do with the graft, and that a combination of patient pathology and the patients not taking their anti coagulation medication correctly, contributed to the occlusions. He opened them both and stented the outflow and both patients are doing fine and are currently successfully undergoing dialysis. Due to limited available information, a definitive root cause cannot be determined at this time. However, a potential contributing factor may be the hospital's surgical technique. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. Artegraft has been studied extensively in hemodialysis. Our extensive literature review (clinical evaluation report) has shown that primary and secondary patency measures for artegraft are comparable to other devices (e.g. Ptfe) used for the same purpose, with published 6-month studies citing primary rates of 35-100% and secondary rates at 70-92%. Many factors, such as patient comorbidities and graft placement on the patient will contribute to the performance of an individual graft and therefore not all outcomes will be the same. Therefore, we are inconclusive about the root cause of this issue. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
Doctor originally stated 3 artegraft occluded after implant on (B)(6) 2025. Later it was confirmed on (B)(6) 2025 that it was two grafts that occluded after being implanted for av access, not x3 as was previously thought.